Event description:
The event is reported as: the customer (end user) reports that the catheter is not being polished around the eyelets and have rough edges. The customer also reports that he can usually tell when inserting the catheter and removing it. To date, the roughness has not been followed by an infection. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.